Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired and then the clip would fall out of the jaws. It is unknown if the clips fell into the patient. A new one was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Yielded jaws. Eval summary: the analysis results of the instrument found that it was returned with the jaws yielded. The device was cycled and was noted empty and locked out. It could not be determined what may have caused the jaws damage. It is known that the found jaws condition can lead to the reported event of clips being spit out. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition, as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips." A batch record review was performed and no anomalies were found during the manufacturing process.